Event description:
Customer reported that a pt sample that comtained anti-e did not react with 0.8% surgicreen lot 8ss315. No death or serious injury was associated with this incident. Complaint number mxp590521.